Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow up ( ga23496387-1). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "evis ¿ no image/flickering(inversion of black and white)" and the phenomenon "image oes - no image" could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a flexible bronchoscopy with ebus (endobronchial ultrasound). The procedure was completed with the use of a similar device. There was a delay to get the other scope estimated to be 5-10 mins due to the scopes are located in a different area. No additional treatment required and no changes then the expected outcome to the patient. No extended hospitalization. Extended anesthesia or sedation was required due to the switching of the scopes. The device inspected prior to use, as per instructions for use per protocol.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There were black dots after using the temporary electrical connector and flickering image after aeration. Additionally, the device evaluation found: a leak in the biopsy channel; the probe insulation failed; the distal end was dented; the bending section cover glue was cracked; the forceps passage was leaking; there was fluid in the control body, the scope connector and the ultrasound connector; the electrical connector was corroded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note section e1 shortened from: the hospital of ctrl CT at new britain general & bradley memorial to: general & bradley memorial, due to character restrictions.

Event description:
The customer reported to olympus that the bronchofibervideoscope had no image during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.